Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise anomaly was confirmed in the laboratory. A partial lead was returned for analysis. Analysis found the outer, and inner insulations abraded. The metal wires of the sensing coil and the svc cables were exposed and one of the svc cables was partly fractured at the same area, causing the reported noise anomaly. The insulation abrasion found is characteristic of lead friction to the ICD can.

Event description:
It was reported that the patient had one false-sensing episode. During the explant insulation damage was observed.